Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9 (date returned to mfg). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The video cable is broken and therefore stripes in image occur. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video scope had a flickering image. The issue was found during a therapeutic laparoscopy procedure and completed with a similar device. There was a surgical delay of approximately five (5) minutes. There were no reports of patient harm.

Event description:
It was reported that the video scope had a flickering image. The issue was found during a therapeutic laparoscopy procedure and completed with a similar device. There was a surgical delay of approximately five (5) minutes. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.